Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported on (B)(6) 2017 that the consumer experienced irritation after wearing the contact lenses and developed an unspecified inflammation, an unspecified infection and an unspecified corneal ulcer. Additional information has been requested but not yet received.

Manufacturer narrative:
Updated single use device from yes to no. (B)(4)

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4)